Event description:
Reporter indicated that the pt is experiencing severe chest pain at the generator site and an increase in seizures. The pt was seen by physician in 2002. Device diagnostic testing at office visit was within normal limits, indicating that the device was functioning properly. Physician believes that the event may be due to scar tissue and suggested that the pt follow-up with neurosurgeon. Investigation to date has been unable to determine the severity of the chest pain or whether the seizure increase is above the pt's baseline seizure frequency.